Event description:
Event description guidant received information that this external device kept losing telemetry while interrogating an implantable device. During this time, the technician noted a burning smell, and the programmer's wand began to melt. The programmer was shut down, but the melted wand was difficult to remove from the patient. Upon assistance from another technician, the wand was removed from the patient; however, a black sticky residue remained on the patient's skin and could not be removed. The patient did not experience any adverse effects, discomfort or any obvious signs of a burn.